Manufacturer narrative:
(B)(4). The complaint device remains in service, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and a possible dislodgement. X-ray confirmed change in position and a perforation of the heart wall. The patient underwent a surgical intervention to reposition the lead, which remains in service. Chest pains were reported by the patient after the reposition. No additional adverse patient effects were reported.